Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issue with the insulin pump. Customer's blood glucose value was 202 mg/dl, 178 mg/dl. The customer was assisted with troubleshooting. The customer states they received a low battery alert prior to the replace battery alert or replace battery now alarm, timing was less than 8 hours. Customer did not get alert. Customer states the battery was previously used. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer states back arrow, up arrow and down arrow. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow did not allow them to navigate screens. Customer states using the down arrow did not allow them to navigate screens. Customer states the issues frequency was unknown. Customer states they were not pressing the buttons too quickly. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states an alarm was in progress at the time the all button was unresponsive. Customer was unable to clear the alarm. Customer states the bolus menu was not available. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no low battery alert noted.